Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-02450. It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a 6f jr4 runway guide catheter was in place, a 4.00x12mm promus premier¿ drug-eluting stent was advanced but it was noted that the stent got caught with the guide catheter and was damaged. The device was removed and a 4.00x32mm promus premier¿ drug-eluting stent was then advanced; however, the stent got caught with the guide catheter and the physician felt that the second stent was damaged as well. The guide catheter was pulled out and a new guide catheter was then utilize to successfully deploy the stents. No patient complications were reported and the patient's status was great.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the distal stent rows 1-2 were damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer polymer extrusion. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-02450. It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a 6f jr4 runway guide catheter was in place, a 4.00x12mm promus premier¿ drug-eluting stent was advanced but it was noted that the stent got caught with the guide catheter and was damaged. The device was removed and a 4.00x32mm promus premier¿ drug-eluting stent was then advanced; however, the stent got caught with the guide catheter and the physician felt that the second stent was damaged as well. The guide catheter was pulled out and a new guide catheter was then utilize to successfully deploy the stents. No patient complications were reported and the patient's status was great.